Event description:
Adult must have swallowed the metal pin from oral-b head, pin in brushhead not seen [accidental device ingestion], swallowed the pin from oral-b brush head [exposure via ingestion]. Oral-b brush head came apart [device breakage], no adverse event. Case description: a consumer reported that while his wife was using an oral-b rechargeable toothbrush, version unk, the oral-b brushhead, version unk came apart, and she must have swallowed the metal pin. No symptoms developed. On (B)(6) 2015 consumer relations follow-up call with reporter: the reporter stated his wife does not see the pin on the oral-b brushhead and she probably swallowed it. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.